Manufacturer narrative:
The plant investigation is in process. A supplemental medwatch report will be submitted upon completion of this activity.

Event description:
The biomedical technician at the user facility reported that a low temperature issue occurred while a patient underwent their hemodialysis (hd) treatment on a 2008k2 hd machine. The blood within the extracorporeal circuit was returned to the patient; no blood loss occurred. The patient was moved to a different machine, and then the hd treatment was continued and successfully completed without any further issues. No patient adverse effects were experienced and no medical intervention was required as a result of this event. Follow-up was provided by the biomed who revealed that the 2008k2 hd machine was removed from service for evaluation following the event. The power control board and the heater triac were replaced to resolve the low temperature issue. Charring was observed on resistor 10 of the power control board. Following the receipt and replacement of the ¿board¿ (type unknown), the unit was returned to service at the user facility. The biomed confirmed that the power control board was available to be returned to the manufacturer for evaluation.

Manufacturer narrative:
The 2008k2 hd machine was not returned to the manufacturer for physical evaluation. Additionally, no on-site evaluation of the unit was performed by a fresenius regional equipment specialist (res). The biomed replaced the power control board (pcb) due to charring observed at resistor 10. Following the part replacement, the biomed revealed that the same issue recurred. Charring occurred at resistor 10 of the pcb (ref. MFR ID 2937457-2017-00373). The pcb and the heater triac were replaced to resolve the low temperature issue. The unit was returned to service at the user facility without a recurrence of the event as reported. Two pcbs were received by the manufacturer for analysis. A visual examination was performed on the two pcbs. The first pcb had burn damage at resistor r10. The second pcb had burn damage at resistors r10 and r11. Functional testing was performed by installing the received components into a working unit. Resistor r10 was replaced on the first pcb, and then functional testing was performed. The unit was put through a heat disinfect cycle and the cycle completed without issue. Resistors r10 and r11, as well as ic3 were replaced on the second pcb, and then functional testing was performed. The unit was put through a heat disinfect cycle and the cycle completed without issue. A review of the device manufacturing records was performed on the reported serial number. There were no non-conformances or any associated rework during the manufacturing process which could be associated with the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. The investigation into the cause of the reported problem was able to confirm the failure mode. A visual examination of the returned pcbs revealed the presence of burn damage at the resistors. Therefore, the complaint has been deemed confirmed.

Event description:
On may 4, 2017 the biomed provided follow-up which clarified the sequence of events for the observed burn damage on the power control boards. Following the event, the 2008k2 hemodialysis (hd) machine was removed from service for evaluation. The biomed replaced the power control board (pcb) due to charring observed at resistor 10. Following the part replacement, the biomed revealed that the same issue recurred. Charring occurred at resistor 10 of the power control board (ref. MFR ID 2937457-2017-00373). The power control board and the heater triac were replaced which resolved the low temperature issue. The unit was returned to service at the user facility without a recurrence of the event as reported. Two power control boards were returned for evaluation by the manufacturer.